Manufacturer narrative:
Product event summary:the medial segment of the lead was returned and analyzed. A medial portion was received measuring 37 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient developed endocarditis with vegetation in the right atrium and on the atrial lead. The implantable cardioverter defibrillator (ICD) and two leads were explanted and the device pocket was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5076-52 5054 implantable pacing lead (B)(6) 2011; d224drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).